Manufacturer narrative:
The patient was presented back to the electrophysiology (ep) laboratory. The pace/sense portion of the implantable right ventricular defibrillation lead was surgically capped. A replacement implantable right ventricular pacemaker lead was implanted. The shock portion of the implantable right ventricular defibrillation lead remains in-service.

Event description:
It was reported that this patient was scheduled for a right ventricular (rv) lead implant procedure. The pace/sense portion of the model#0185 implantable right ventricular (rv) defibrillation lead was exhibiting high rv pacing impedance.